Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft separation occurred. While trying to remove the 4.00 x 1.5mm x 140cm small peripheral flextome cutting balloon catheter from the hoop, the shaft separated. No patient complications were reported. The patient status is listed as good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft separation occurred. While trying to remove the 4.00 x 1.5mm x 140cm small peripheral flextome cutting balloon catheter from the hoop, the shaft separated. No patient complications were reported. The patient status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections as a result of a break in the shaft. The device did not show evidence of use. The break was located at the exchange port area 25.3cm from the catheter tip. Stretching was evident at the break site. The balloon had the balloon protector attached. The shaft was elongated from 24.3cm - 24.9cm inclusive from the catheter tip which is evidence of applied tensile force. The balloon protector was removed easily. All blades were present and fully bonded to the balloon. The balloon and tip sections were microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event:18 years or older. (B)(4).